Event description:
Report received of an "infection". The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device. An infection was reported. The patient required surgery and is doing "fine" now. Multiple attempts have been made to obtain additional information from the customer but no information has been made available.